Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, when the surgeon increased the settings from 120 to 200 coag and 200 cut, to reduce the bleeding, first the loop at the distal end of the hf resection electrode broke and fell into the patient and then the roller ball at the distal end of an olympus roller electrode also broke and fell into the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was completed using similar devices but there was an extension of the procedure time of approx. 45 minutes.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer's description and our experience, the reported damage was most likely caused by use-related wear and tear. A DHR review could not be performed since basic data of article identification (lot number) is missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.